Event description:
Bard power loc max 20g 0.75in needle cracked and broke at luer lock at distal end of port needle during blinatumomab continuous infusion. Resulted in immunotherapy spill exposing patient, caregiver, and medical personnel to a biohazard. Required emergent clinic visit, drug waste, added cost, additional port access, and close monitoring for complications. Patient being treated for leukemia and receiving 28 day continuous blinatumomab infusion as part of their treatment. Port needles changed at a 7 day cadence per manufacturer and institutional guidelines.